Manufacturer narrative:
UDI: (B)(4). Initial reporter¿s phone number: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the trigger was broken and could not move backwards on the battery handpiece device. It was further determined that the magnetic holder was broken. It was further determined during the pre-repair diagnostics assessment that the device failed for check proper function of the triggers, check function of all modes and for check response of on/off trigger. It was noted on the service order that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Upon further investigation, it was determined that the complete device was not returned; only the magnet broken holder was received for investigation. Therefore, it was not possible to perform a complete manufacturing investigation. Reliability engineering evaluated the device and determined that the magnet holder was broken into two pieces and the trigger was broken and torn off. It was further determined that the trigger mechanism issue (the magnet support is a part of the mechanism) was due to a design/construction error. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due design/construction error. This issue has been escalated to CAPA. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.